Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: mark salamon emailed the server support mailbox asking for assistance with several of their pcus reporting errors. Server -(B)(6). Failure device type: failure problem type: failure mode: case resolution: pcus/pumps were sent to incorrect locations. Quality and shipping departments will look into how this happened. (B)(6) has confirmed that this case can be closed since the server support team will not be able to assist in this matter.